Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant preoperative complaints: on (B)(6) 2010: (B)(6) medical center, (B)(6) , pre-surgical history and physical ­ ¿chief complaint: abdominal incisional hernia.¿ ­ ¿history of present illness: this is a 43-year-old woman who has developed an abdominal incisional hernia. It has been present for some time, has become [sic] large and painful and is keeping her from working. She has had several c-sections and a partial hysterectomy and bladder suspension through the lower abdomen. An ultrasound was done which demonstrated reducible hernia. She presents now for repair of this hernia.¿ ­ ¿review of symptoms: no chest pain or shortness of breath. No claudicating symptoms. She does have pain from her hernia. Has had diarrhea since her cholecystectomy a number of years ago and still have some stress incontinence.¿ ­ ¿abdomen: protuberant, soft with a palpable hernia in the right lower quadrant which is easily reducible. There is more pronounced when she stands up and is tender to palpation.¿ ­ ¿impression and plan: the patient has an abdominal incisional hernia from her pfannenstiel incision. This is getting larger, is quite uncomfortable and keeps her from seeking employment. I have recommended repair under general anesthetic with gore-tex. I have reviewed the rationale for the procedure, its general conduct and the risks, benefits and alternatives including the risk of bleeding, infection and recurrence. I have discussed issues around convalescence. After reviewing these issues in detail from the patient and answering her questions, she has agree to proceed, presents now for repair of abdominal incisional hernia.¿ implant procedure: repair of abdominal incisional hernia with gore-tex. Implant: gore® dualmesh® biomaterial ((B)(6)/1dlmc04) 15 x 19 cm. Implant date: (B)(6) 2010 [hospitalized (B)(6) 2010] (B)(6) medical center, (B)(6) , ­ ¿preoperative diagnosis: abdominal incisional hernia¿ ­ ¿postoperative diagnosis: abdominal incisional hernia¿. ­ ¿description of procedure: with the patient in the operating room after administration of general anesthesia, the patient¿s abdomen was prepped and draped in sterile fashion with an ioban drape was put into place. Incision was made involving the lateral portion of the pfannenstiel incision from midline to the lateral portion and carried down [sic] the subcutaneous tissues. Hernia sac was readily identified and dissection continued down along the sac down to fascia. The sac was ultimately entered. Small bowel was pushed away. There were some omental adhesions which were taken down, it became clear that the underside of the fascia was actually extended fairly far superiorly and from the midline over to the lateral abdominal wall. When the underside surface of that area had been cleared, we had accessed good fascia all around with the rectus muscle laterally. Gore-tex mesh was brought on the field and this was sewn into the underside of the fascia with horizontal and vertical mattress sutures of 0 prolene in an interrupted fashion. The mesh was trimmed to appropriate size. Once this had been done in a circumferential fashion [sic] abdominal wall integrity. The incision of the mesh was irrigated with antibiotic solution and then the rectus sheath laterally and the remainder of the hernia sacs were closed over the graft, excluding it from the subcutaneous tissues. A blake drain was placed through a separate stab wound and secured with a 3-0 nylon suture and then marcaine was infiltrated for postoperative pain control and the subcutaneous tissue was approximated in a running fashion and the skin was closed with staples. Dry sterile dressings were applied and the patient was taken to the recovery room in stable condition.¿ relevant medical information: on (B)(6) 2010: (B)(6) medical center, (B)(6), discharge summary for hospitalization (B)(6) 2010: ­ ¿history: the patient is a 43-year-old woman who [sic] abdominal incisional hernia, had been present for some time. She has had several c-sections and a partial hysterectomy and bladder suspension through the lower abdomen. Ultrasound was performed, which demonstrated reducible hernia and presented to dr. (B)(6) office for repair of this hernia.¿ ­ ¿physical examination: she is an obese female with a soft palpable hernia in the right lower quadrant, is easily reducible. It is more pronounced when she stands up and is tender to palpation. The patient underwent repair of (B)(6) 2010 and was repaired with a 15 x 19 cm gore-tex mesh. The patient tolerated the procedure well, but was admitted for pain control. Postoperatively, day 1, the patient did not speak very well and said that pain was poorly controlled. She was tolerating diet and passing flatus. Her abdomen was soft, was not distended, but some incisional tenderness, positive bowel sounds. Pain medication was changed from norco to percocet and patient was told to increase activity and was also on IV cipro for prophylaxis. That same day, she said she developed some itching due to the percocet which was discontinued. She was given benadryl and pain medication, but switched back to higher dose of norco. Postoperatively, day 2, pain was much better controlled. She was tolerating a diet and passing flatus. She was discharged home with a jp [jackson-pratt] drain in place in the subcutaneous tissue and told to follow up with dr. (B)(6) in 1-2 weeks. The patient was told to refrain from any heavy lifting greater than 15 pounds for 4-6 weeks and to continue taking a stool softener.¿ on (B)(6) 2010: (B)(6) medical center, (B)(6) , history and physical ­ ¿principal diagnosis: abdominal fluid collection.¿ ­ ¿history of present illness: this is a 44-year-old female who is well-known to our group who originally was admitted to (B)(6) 2010 for repair of an abdominal incisional hernia with gore-tex meshing measuring 15 x 19 cm. The patient had a drain removed and staples removed approximately 10 days after surgery. At that time, it was noted to have some mild redness and pain; therefore, an antibiotic was started. The patient does state that she took her full course of antibiotics and was scheduled to see dr. (B)(6) for an appointment, but this had to be rescheduled and is scheduled for later this week. She has not seen dr. (B)(6) since surgery. She states that she has noticed pain and ¿lumps¿ along her incision over the past few weeks and states she thinks something has been wrong since surgery. Last night, she states that the incision started to have drainage which sounds like serosanguineous drainage and saturated through two maxi pads. Due to this drainage, she presented to the emergency room which showed a 9.2 x 1.8 x 2 cm subcutaneous tissue fluid collection at the right and inferior aspects of the mesh. This could be seroma versus beginnings of an abscess forming. Due to these findings, the patient will be admitted to the hospital.¿ ­ ¿abdomen: positive bowel sounds, soft. The low transverse incision does have drainage from the middle of the incision. This appears to be serous to serosanguineous drainage without any evidence of purulent drainage. There is no odor. There does not appear to be cellulitis surrounding the incision, but the skin does appear to be somewhat macerated from the drainage.¿ ­ ¿impression: abdominal wall subcutaneous fluid collection, status post abdominal incisional hernia repair with mesh.¿ ­ ¿plan: 1. This patient was seen and examined with dr. (B)(6) who repeated the essential components of the exam and agrees with the following plan. At this time, the patient will be admitted to the hospital and started on IV antibiotics with tygacil due to her multiple allergies to medications. A culture of the drainage was taken to the emergency room and this will be sent for gram stain culture and sensitivity. 2. The CT scan was reviewed and interventional radiology will be consulted for aspiration versus placing a drain in the fluid collection. Interventional radiology will plan to do this on (B)(6) 2010. Therefore, the patient will be kept nothing to eat or drink after midnight. 3. We will await the culture and sensitivity to make further recommendations whether this is postoperative seroma or an abscess depending on microbiology. This plan was discussed in detail with the patient and her husband. All of their questions were answered and they agreed to proceed with the above plan.¿ on (B)(6) 2010: (B)(6) medical center, CT of the abdomen and pelvis with IV contrast ­ ¿indication: abdominal pain post hernia repair (B)(6) 2010 with incisional drainage, post cholecystectomy, hysterectomy, bladder suspension.¿ ­ ¿findings bowel/mesentery: the appendix is unremarkable. No small bowel obstruction. Abdominal wall: there are postoperative changes with a mesh about the inferior aspect of the abdominal wall in the midline. There are edematous changes about the wall. There is a fluid collection and in the subcutaneous tissues on the right measuring 9.2 x 1.8 x 2.0 cm.¿ ­ ¿conclusion: 1. Postoperative changes with mesh within the anterior abdominal wall inferiorly. There are edematous changes within the wall and adjacent subcutaneous tissues which are likely postoperative. There is a fluid collection within the subcutaneous tissues on the right and at the inferior aspect of the mesh. This may represent a postoperative seroma but a developing abscess cannot be excluded.¿ on (B)(6) 2010: (B)(6) medical center, (B)(6) , imaging-guided fluid aspiration ­ ¿indication: postop hernia repair. Abdominal wall fluid collection with incisional drainage.¿ ­ ¿findings: preliminary evaluation of the anterior abdominal wall demonstrated site amenable for aspiration of a small fluid collection. A permanent ultrasound image was documented. The overlying skin was cleansed and draped in sterile fashion. One percent buffered lidocaine was administered for local anesthesia. Under direct ultrasound visualization, a yueh needle/catheter was advanced into the fluid, and 11 ml of cloudy serosanguineous fluid were obtained. Specimen was sent for culture. Hemostasis was easily achieved with manual pressure. The patient tolerated the procedure well, and there were no immediate complications.¿ ­ ¿conclusion: ultrasound and fluoroscopic guided placement [sic] percutaneous drainage catheter into anterior abdominal wall abscess with moderate sedation as described.¿ on (B)(6) 10: (B)(6) medical center, (B)(6) , pre-surgical history and physical ­ ¿chief complaint: abdominal wall fluid collection.¿ ­ ¿history of present illness: this is a 44-year-old woman who previously undergone incisional hernia repair with gore-tex, who developed some drainage from her incision, which was pfannenstiel type incision. The hernia was from pervious gynecologic procedures. She was also found to have a fluid collection in the subcutaneous tissues of her abdominal wall on the right side. This was aspirated and cultured out mrsa [methicillin resistant staphylococcus aureus]. She is currently on zyvox. Most of the drainage from the incisions has stopped, but a followup CT scan while still showing no fluid around the graft, showed reaccumulation of the fluid collection in the soft tissues of the right lower abdominal wall. She present now for re-aspiration of this fluid collection.¿ ­ ¿abdomen: her abdomen is soft. Her lower fascial incision is now well-healed with a little or no drainage from the central portion. There is no erythema.¿ ­ ¿impression and plan: the patient has abdominal incisional hernia repair with mesh and the fluid collection her subcutaneous tissues. Does not appear to communicate a CT scan with mesh. She is currently on zyvox. I have recommended re-aspiration of this fluid collection to help resolve any evidence of infection and to reculture to see if were sterilize the area. She presents now for that purpose.¿ explant preoperative complaints: on (B)(6) 2010: (B)(6) medical center, (B)(6) , history and physical ¿history of present illness: the patient is a 44-year-old female who had an incisional ventral hernia surgery with goretex mesh repair in (B)(6) 2010. Postoperatively, she had a wound infection with abscess, subsequently drained on multiple occasions by interventional radiology and treated with IV antibiotics. Her most recent drain was removed 9 days ago, 4 days ago the patient noticed that the pain in her lower abdomen returned and yesterday started draining at the suprapubic insertion. Currently, she is mildly tender with serosanguineous drainage but knew she had an infection, so came in for evaluation. CT scan does show a recurrent 9 x 3 x 5 cm abscess and retraction of the mesh.¿ ¿abdomen: soft, mildly tender in the suprapubic region. There is a 1 mm hole, which was draining serosanguineous fluid, that does not appear to be any obvious hernia.¿ ¿assessment and plan: the patient is a 44-year-old female, with recurrent mesh infection and abscess. We will admit the patient to 7-north west and give her IV antibiotics, giver her general diet tonight. Keep her n.p.o. [Nothing by mouth] after midnight in the event of dr. (B)(6) wants to do any surgical intervention tomorrow. We will give her scds [sequential compression devices] for prophylaxis and starts levenox as soon as she is not going to the or [sic] postoperative day 1 and she does go to the or. We will also give protinix [sic] for gi prophylaxis and we will give her pain control as well. This was discussed with dr. (B)(6) . He agree with the assessment and plan.¿ on (B)(6) 2010: (B)(6) medical center, CT abdomen/pelvis with IV contrast findings: ¿bowel/mesentery: there is no acute bowel process. There is no obstruction. Abdominal wall: there is a fluid collection in the anterior abdominal wall that measures 9.5 x 2.9 x 4.6 cm with infiltrative changes, edema and inflammation. Findings have the appearance of an abscess. This fluid collection has been previously drained and is persisting. There are changes secondary to ventral abdominal wall hernia repair and the mesh graft is folded and retracted from the margins. There is a small hernia just below the mesh in this hernia site contains mesenteric fat in the neck measures 2.5 cm.¿ conclusion: ¿1. There is a persisting enhancing fluid collection in the abdominal wall anterior to the hernia mesh, compatible with abscess. 2. There is a small fat containing hernia just below the umbilicus and mesh site.¿ on (B)(6) 2010: (B)(6) medical center, (B)(6) , imaging guided fluid aspiration ¿indication: abdominal wall fluid collection/abscess.¿ findings: ¿preliminary ultrasound evaluation demonstrated the right anterior abdominal wall fluid collection, and a permanent ultrasound image was documented. Site amenable for drain placement was chosen, and the overlying skin was prepped and draped in sterile fashion. One percent lidocaine was administered for local anesthesia. Under direct ultrasound visualization, the fluid collection was accessed with a needle. Using fluoroscopic guidance, the needle was exchanged over a guidewire for an 8-french drainage catheter following serial dilation of the skin tract via the seldinger technique. A permanent fluoroscopic image documented final catheter position. The catheter was sutured to the skin and connected to an external drainage device. Approximately 3 cc of fluid was aspirated. The site was covered with a sterile occlusive dressing. The patient tolerated the procedure well, and there were no immediate complications.¿ explant procedure: on (B)(6) 2010: (B)(6) medical center, (B)(6) : excision of infected mesh and repair of incisional hernia with alloderm overlay using a 12 x 8 cm portion of alloderm. On (B)(6) 2010: (B)(6) medical center, (B)(6) : panniculectomy with excision of infected mesh, repair of ventral hernia with alloderm overlay augmentation. Explant date: (B)(6) 2010 [hospitalized (B)(6) 2010] (B)(6) medical center, (B)(6) , assistant: (B)(6) ­ ¿preoperative diagnosis: infected abdominal incisional hernia mesh.¿ ­ ¿postoperative diagnosis: infected abdominal incisional hernia mesh.¿ ­ ¿description of procedure: with the patient in the operating room after administration of general anesthesia, the patient¿s abdomen was prepped and draped in sterile fashion. Dr. (B)(6) did a lower abdominal incision and then proceeded to elevate the abdominal wall from the fascia. That will be dicated by his operative report. Once this was done, dissection was carried down onto the area of infection and the mesh was identified. This was mobilized and the interrupted sutures holding in place were cut. The sutures were removed and the mesh was removed in a circumferential fashion. Deep to the mesh was granulation base, separating [sic] wound from the peritoneum. We did not enter the peritoneum. Once the mesh was removed, the deep granulation tissue and the rest of the wound were power irrigated with the surgilav. Once this was done, it was also noted that there was an umbilical hernia present at the umbilicus that had been separated from the abdominal wall separation. This demonstrated some preperitoneal or omental fat in there which was amputated after ligation and then the remaining defect was oversewn with 0 prolene sutures in a figure-of-eight fashion. The remaining defect in the lower abdominal wall was then closed with interrupted 0 prolene figure-of-eight sutures after a small blade drain was placed through a separate stab wound into the area beneath the fascia. Once the primary hernia was closed, a piece of 12 x 8 alloderm was laid over that repair and tacked into place with monocryl sutures. Now with the hernia repaired with a drain in place and alloderm in place, the remainder of the procedure was the completion of the panniculectomy which will be dictated by dr. (B)(6) .¿ (B)(6) medical center, (B)(6) ­ ¿anesthesia: general¿ ­ ¿preoperative diagnosis: infected abdominal incisional hernia mesh.¿ ­ ¿postoperative diagnosis: infected abdominal incisional hernia mesh.¿ ­ ¿indications and operative findings: the patient is an otherwise relatively chronically ill, obese female who presents after having had hernia repair with mesh approximately 2 months ago. She subsequently developed wound infection and difficulty with healing and presents for panniculectomy in association with repair of the hernia. At the time of surgery, the mass had been removed, it was noted that there as what appeared to be sufficient quantity and quality of tissue to do a primary hernia repair, which was accomplished. This was then reinforced using alloderm.¿ ­ ¿operative procedure: after satisfactory general endotracheal anesthesia had been obtained, the patient was prepped and draped through the anterior abdomen as the operative field. A low transverse incision below the previous incision was made across the entirety of the abdomen [sic] iliac crest and dissection was carried through the subcutaneous tissue to the aponeurosis of the anterior abdominal wall. At that time, the mass was identified. Care was taken to assure no recurrent hernia was present, but the anterior abdominal wall was then elevated. At the level of the umbilicus, the umbilicus was preserved on a single arterialized pedicle and dissection carried to the level of the xiphoid. This having been accomplished the hernia was immediately inspected and the previous sutures for the gore-tex mesh were removed. This was done in conjunction with general surgery and the mesh was removed. Minimal adhesions were present but these were lysed as dictated in a separate operative note. As dictated in a separate operative note, the hernia was repaired primarily and an alloderm overlay was then applied and sutured into position. Following this, the table was flexed approximately 30 degrees and the anterior abdominal panniculus was migrated inferiorly. All the skin from the previous incision line to slightly above the umbilicus was able to be planned for excision and this was created as a single slit in the middle of the abdomen. The initial suture was placed in the middle of the abdomen. The lateral wings were tailored on each side with both hemostasis and contouring accomplished on both sides. Having accomplished this tailoring of the skin to be excised, the incision inferiorly was closed using multiple interrupted 3-0 monocryl sutures. There was a drain tube which was left in place, in fact 2 drain tubes were left in place and brought out through separate stab wounds. The incision was closed using a combination of deep structure sutures of 3-0 monocryl and 3-0 vicryl as well as the skin being closed using multiple interrupted buried subdermal 3-0 monocryl sutures. Steri-strips were applied to the epithelial margin and with the drains in place and the dressing applied, the patient was discharged to the recovery area in satisfactory condition.¿

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged it should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures.¿the above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Event description:
It was reported to gore that the patient underwent open incisional hernia repair on (B)(6) 2010 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2010, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: infection, surgery to remove mesh, adhesions, open draining wound, abscess, inflammation, the mesh graft is folded and retracted from the margins. Additional event specific information was not provided.